Event description:
The customer contacted philips to request information/assistance with alarm overview functionality. They reported that a patient died while being monitored and the staff was not aware of an alarm.

Manufacturer narrative:
The hospital biomedical engineer called the remote technical assistance center and requested information/assistance with alarm overview functionality. The technical support engineer provided information via telephone and also sent information to the biomedical engineer via facsimile transmission. The biomedical engineer placed a total of three calls related to this issue, and stated in the third call that a patient had died due to the fact that the overview feature was not active. The biomedical engineer would not provide any further details to the r-tac technical support engineer. A follow-up call was placed to the biomedical engineer, who confirmed that the monitor had been turned off for more than three hours. It was confirmed for the biomedical engineer that when the monitor is powered down for more than three hours, all overview settings would be lost, and that the device would revert to default settings. During the phone conversation, the biomedical engineer stated that he was not able to provide any further details about the incident. A call was placed to the hospital risk management office, and the incident was discussed with the assistance risk manager. It was explained to the assistant risk manager, that the overview settings were lost due to the fact that the monitor had been powered off for more than three hours. The labeling (IFU) explains that settings related to other patients on a monitor are retained for only 3 hours after the monitor is powered down. The assistant risk manager was asked if the hospital (staff) was satisfied that there has been no device malfunction, and if the hospital wanted to have a philips field service engineer visit the site to perform device testing. The assistant risk manager stated that the issue would be discussed with the risk manager, and a return call would be made to provide the hospitals' respond regarding device performance, and an answer regarding whether or not device testing was warranted. Note that follow-up performed by the philips account sales manager, had provided information that it is understood by hospital staff that there was no device or labeling malfunction. Based on the information available, this is not being considered a device malfunction. No further calls have been logged regarding this issue. No further investigation or action is warranted.